Manufacturer narrative:
H.6. Investigation: a failure for false positives was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6) temperature was very high and there were two power outages. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for mg0059 is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for mg0059 was reviewed and revealed no previous complaints related to false positives. The root cause was the high ambient temperature and power outages. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " the client says that she has had about 43 false positives almost all of them in drawer b, she says that it has been the past week and she has tried to decontaminate in case it was the cause but there are still many false positives. Says there are no errors in the instrument. How did the customer know that the results were erroneous? They always perform a confirmatory test do they always perform a confirmatory test? Yes. Were erroneous results reported to the clinician? No. Was there any patient impact? No. "

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the client says that she has had about 43 false positives almost all of them in drawer b, she says that it has been the past week and she has tried to decontaminate in case it was the cause but there are still many false positives. Says there are no errors in the instrument. How did the customer know that the results were erroneous? They always perform a confirmatory test. Do they always perform a confirmatory test? Yes. Were erroneous results reported to the clinician? No. Was there any patient impact? No."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.